Manufacturer narrative:
The patient responded on 17mar2025 with additional information regarding the incident. Additional information added to b5 - describe event or problem. Product lot information updated. D4 - lot # from unavailable to ph1k06042431. D4 - serial # from unavailable to (B)(6). D4 - expiration date from unavailable to 12/4/2025. D4 - primary UDI number from (B)(4) to (B)(4). H4 - device mfg date from unavailable to 10/10/2024. H6 - adverse event problem medical device problem code from a150206 to a0512 and a040102. H6 - adverse event problem component code added g0405201.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels rose above 26 mmol/l (>468 mg/dl) while wearing the pod for 2 days. The patient reportedly delivered high amounts of insulin but the patient's bg levels did not decrease. The patient reported the pod was leaking, the adhesive was not secure and the pod loosened, causing the cannula to dislodge from the infusion site (leg). Symptoms reported include rapid heart rate, shallow breathing, shaking, feeling sick and unable to keep water down. A new pod was applied at the hospital and the patient was placed on an insulin drip.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia (specific blood glucose (bg) levels not provided). The patient reportedly delivered high amounts of insulin but the patient's bg levels did not decrease. The patient reported being unsure if the cannula was properly seated in the infusion site and the pod was leaking. A new pod was applied at the hospital and the patient was placed on an insulin drip.